Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0363881, medical device expiration date: 2026-01-31, device manufacture date: 2021-12-02, medical device lot #: unknown , medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe experienced a case of being unable to aspirate, and a case of a missing stopper. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up insulin. Consumer reported found the stopper missing from plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (1) syringe from lot# 0363881. No samples from an unknown lot# were in the mailkit returned by the customer. Consumer reported found 1 syringe that would not draw up insulin. The returned syringe was examined, and it was observed that the plunger rod assembly was drawn to the 7.5 unit marking. Attempting to depress the plunger rod to the 0 unit marking would result in the plunger rod assembly returning to the 7.5 unit marking, indicating a clogged cannula ¿ this was confirmed when the syringe was unable to draw during a flow test. A wire test was performed on the syringe. The wire could not make it through the length of the cannula due to a hard material inside the cannula, indicating a possible adhesive clog. A review of the device history record was completed for batch #0363881. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications noted that did not pertain to the complaint. No samples from an unknown lot# were returned by the customer. Root cause: root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe experienced a case of being unable to aspirate, and a case of a missing stopper. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up insulin. Consumer reported found the stopper missing from plunger rod.